Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room with pocket stimulation and the device was observed to be in back-up mode (bvvi). The cause of the bvvi was observed to be due to power on reset. Technical support was contacted, and a device restoration was successfully performed to resolve the event. The patient was stable and will continue to be monitored.